Event description:
Per the customer, there was a case with the triton device the canister was filled with 850ml of dark blood at the end of the case, yet the triton said the blood loss was 16ml. Per the customer the laps (147ml) added to the canister volume (16ml), the patient's blood loss came to 163ml during surgery (plus 100ml at the end of her recovery period 2 hours later), making her total charted blood loss 263ml. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Additional information: for background, stryker acquired gauss surgical inc. (¿gauss¿) on september 1, 2021. The majority of the late mdrs resulted from a retrospective review of reportability decisions made prior to the acquisition. Additionally, stryker has determined that a CAPA is needed to improve the post-acquisition complaint review process ¿ as a result, CAPA #3338129 was approved on june 14, 2023 and opened on june 19.

Event description:
Per the customer, there was a case with the triton device the canister was filled with 850ml of dark blood at the end of the case, yet the triton said the blood loss was 16ml. Per the customer the laps (147ml) added to the canister volume (16ml), the patient's blood loss came to 163ml during surgery (plus 100ml at the end of her recovery period 2 hours later), making her total charted blood loss 263ml. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.